Manufacturer narrative:
The reported events of insulation damage and oversensing were confirmed. As received, a complete lead was returned in one piece. Visual examination found two external outer insulation abrasions exposing the outer coil proximal from the suture tie impressions caused by friction to the device can. The cause of the reported events was due to the external insulation abrasions consistent with friction to the device can.

Manufacturer narrative:
Implant date is estimated to have occurred in 2017. Further information was requested but not received.

Event description:
It was reported that noise that resulted in oversensing was noted on the right ventricular (rv) lead. The patient had experienced syncopal episodes due to the event. Insulation damage was suspected but was not confirmed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.